Event description:
It was reported the patient presented for a leadless pacemaker implant. After a location was found, the leadless pacemaker was difficult to release from the delivery catheter. Trouble shooting was attempted, and release was eventually achieved after much difficulty. After release, the leadless pacemaker electrical values changed. Capture threshold increase, r wave sensing decrease, and high pacing impedance were noted. The device remains implanted and will continue to be monitored. The patient was stable.